Event description:
Additional information was received indicating that the issue occurred during testing and there was no patient involvement.

Manufacturer narrative:
One medfusion pump was received with no external damage and the battery was missing. The event history log was reviewed and there was a motor not running error. Flow test was conducted and the reported issue was able to be duplicated. The issue was caused by the customer's incorrect assembly of the device. The main board was not installed into the grove of the extrusion. The main board was installed into the grove of the extrusion to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a drive train error. The drive train was replaced then the pump displayed a motor not running error. There was no reported adverse error.